Manufacturer narrative:
Exemption number e2015055. Approx 18 devices were received for evaluation; 18 events were confirmed during testing. Approx 14 devices were found to be affected by a damaged cable assembly. Approx 4 devices were found to be affected by internal corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 18 malfunction events in which the device displayed a bias current error message on the console, signaling a condition occurred in which the device has the potential to run without user activation. Approx 17 reported events had no patient involvement; no patient impact. Approx 1 reported event had patient involvement; no patient impact.